Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-00537 and 2134265-2017-00369. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the imaging button of the ilab ultrasound imaging system would not work. Therefore, automatic pullback could not be performed.. The issue was temporarily resolved by rebooting the ilab. However, same issue occurred again. No patient complications were reported and the patient's status is good.